Manufacturer narrative:
(B)(4). Two device ids were provided by the reporter; of these, only one (1) was reported for revision procedure occurred due to infection and loosening. It is unknown which exact device encountered this issue, it is one of the following: femoral distal augment cemented item#: 42556606210, lot#: 64508941. Manufacture date: sep 3, 2019. Sterile expiry date: aug 31, 2029. UDI: (B)(4). 510k: k191625, pro code: mbh. Or femoral distal augment cemented item#: 42556606210, lot#: 64508941. Manufacture date: sep 3, 2019. Sterile expiry date: aug 31, 2029. UDI: ((B)(4). 510k: k191625, pro code: mbh. Medical products: femur cemented standard catalog # 42504606201 lot # 64683452. Tibia fixed cemented stem extension catalog # 42542007101 lot # 64599628. Femoral distal augment cemented catalog # 42556606210 lot # 64508941 qty 1. Tibial augment cemented half block catalog # 42555805105 lot # 64453278 qty 2. Tibial augment cemented half block catalog # 42555805305 lot # 64508912 qty 2. Articular surface fixed bearing constrained condylar knee (cck) catalog # 42512800718 lot # 64435986. Multiple MDR reports were filled for this event: 0001822565-2022-00802, 0001822565-2022-00805, 0001822565-2022-01531, 0001822565-2022-01532. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure two months post implantation due to infection and loosening. Attempts to obtain additional information have been made; however, no more is available.